Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was successfully implanted on (B)(6) 2026. All steps during the implantation were without complications. Connecting and disconnecting the clinical tablet several times was also quite normal. After the operation, when the patient was on the ward, the rep reconnected to the ins and suddenly the view of group c in the area of the programs was missing. Message ¿the system detected invalid data in the device. Therapy data may be deleted. Error code 00 01 00f0¿ displayed. Even the further attempt to reconnect with the ins did not bring any improvement. However, group c was already prepared intraoperatively with a closed-loop program. Even after the programming was completed, it was not displayed on the patient handset. Contributing factors were not known. No surgical intervention occurred, nor was planned. There was no patient injury. Issue was not resolved. Additional information was received reporting that no actions or interventions were taken. A cause was not discovered. Outcome was stated as used programs a and b and maybe d for closed loop. There was no impact on the current treatment. Since the doctor was very skeptical, the rep wanted to look into it internally first. The ins had already been fully implanted (without any abnormalities or technical difficulties) and the patient was back on the ward. The patient had been hospitalized due to post-operative pulmonary condition which the device was not the cause. It was probably the operation in the prone position, together with the artificial respiration and the patient's medical history. The operation took place under general anesthesia.